Event description:
Per the audiologist, the patient reported no auditory stimulation when the cochlear implant system was activated. A CT scan (date not reported) determined the electrode array was not fully inserted into the patient's cochlea. Explant/reimplant surgery is scheduled for 2009.

Manufacturer narrative:
This is a final report filed, january 09, 2009.